Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer mentioned other blood glucose values as 65 mg/dl, 318 mg/dl. The sensor glucose values provided by customer was 283 mg/dl, 239 mg/dl, 40 mg/dl, 74 mg/dl. The customer had issue with calibration. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with food. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer uses auto mode. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege over delivery because they saw micro boluses. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer declined further troubleshooting for low blood glucose as they feels it was not the infusion sets and or reservoirs but feels it was an issue with auto mode. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.